Manufacturer narrative:
According to the instructions for use (IFU) for the gore® excluder® iliac branch endoprostheses; adverse events that may occur include, but are not limited to include: endoprosthesis: improper component placement, occlusion of device or native vessel. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm and a right common iliac artery aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system and gore® excluder® iliac branch endoprostheses. During advancement of the internal iliac component (iic) the physician experienced much difficulty advancing over the bifurcation due to reported tortuosity; and the device was pushed hard over the bifurcation. When doing so the leading olive and a portion of the lumen became detached from the delivery catheter. The device remained in the sheath but under fluoroscopy it looked to have partially deployed in the sheath and the deployment line also appeared broken/detached. An attempt was made to continue with deploying the iic within the hypogastric artery, but as it was advanced it continued to deploy. A decision was made to withdraw the device within the sheath to bring it back over the bifurcation so that the right side could still be treated with ibe. This was achieved and the iic deployed some more, so the sheath was fully withdrawn and the device deployed on it¿s own in left common iliac artery at the level of the internal iliac artery. Treatment of the ibe side was successfully continued and then the contralateral side was completed with placement of bell bottom which pinned the iic against the vessel wall. As this resulted in coverage of the left internal iliac artery (liia) coil embolization of the liia was performed. The leading olive and lumen were unable to be visualized under fluoroscopy so no retrieval was possible. The patient tolerated the procedure.